Manufacturer narrative:
One (B)(4) bioraptor knotless suture anchor device returned. The complaint stated: ¿it was reported that the end of part of the anchor was bent and it broken when the anchor was inserted. No patient injuries were reported.¿ no suture was returned. The torque limiter is functional. Audible click is present with rotation and the inner insertion rod advances as expected. The anchor was returned taped to the inserter shaft. The anchor indicates signs of stress encountered during attempted insertion. The distal tip has been blunted and manipulated. The proximal end had also been deformed which caused lack of proper fixation to the inserter prongs. The inner grub screw is burnished and the inner hole is stripped. This is from continuous attempt to rotate the inner shaft after the anchor has stopped rotating. This results with the continuous rotation of the inner shaft after the grub has nowhere to advance to. No root cause associated with the manufacture of this device was confirmed.

Event description:
It was reported that the end of part of the anchor was bent and it broken when the anchor was inserted. No patient injuries were reported.

Manufacturer narrative:
One 72202403 bioraptor knotless suture anchor device was reported on. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available, the complaint will certainly be revisited. Influences unrelated to manufacture that could compromise product performance or integrity include: site prep with alternate or without recommended instruments. Difficulty with establishing and maintaining axial alignment of suture anchor with prepared insertion site. Excess force placed upon the product. Breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith & nephew drill prior to implantation. To prepare the insertion site, only use the appropriate smith & nephew drill guides and drill bits intended for use with the bioraptor knotless suture anchor to ensure that the implant is properly aligned. Ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. Final product met predetermined specifications upon release to distribution. No further investigation is warranted at this time.